Manufacturer narrative:
Vyaire complaint number (B)(4). The sample was received for evaluation. The vyaire technician evaluated the device and performed tests. The reported complaint was able to be confirmed and duplicated. The xdcr pt800 had failed. Root cause is being investigated under ca-2017-0206.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced "vent inop" and "motor fault" alarms. The event log also recorded "xdcr fault occurred (2, 0, 1603". A transducer test was performed and all passed. The patient was moved to a different ventilator. The customer advised there was no patient harm associated with this event.